Event description:
On (B)(6) 2025, a patient called in reporting that the ilet pump wake button is frequently not responsive. She further indicated that as of recent, it will be unresponsive for several minutes a day. Blood glucose (bg) unaffected and the patient's bg was not out of range for 90+ minutes. No medical intervention required. Agent to replace this ilet.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.